Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated with the device. However, the customer's report was observed during review of the device logs. The device was put through extensive testing including periodic self-tests, multiple component checks, manual shock testing, and full functional testing without duplicating the report. Device was internally inspected with no discrepancies found. The device was recertified and returned to the customer. The pads used at the time of the reported incident were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault-501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.